Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a keyboard that became unresponsive during use. Pump console swapped for another unit and therapy continued. Brief interruption of therapy but no patient harm reported.

Manufacturer narrative:
Due to character restrictions telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional information: event site postal code: (B)(6). Additional information was requested with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.